Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 04nov2020 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2019-00066, 1819470-2019-00067, 1819470-2020-000143 and 1819470-2020-000145 since there is more than one device implicated. Evaluation summary: a female patient reported the injection screw of her humapen ergo ii device did not move out when the injection button was pushed in, and insulin could not be ejected. The patient experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported she had used the device since 2009 (used for 11 years). The core instructions for use state the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if the misuse is relevant to the event of hyperglycemia.

Event description:
Lilly case ID:(B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), female patient of unknown age and orgin. Medical history was not provided. Concomitant medications included acarbose for the treatment of diabetes mellitus. The patient received human insulin isophane suspension 70%/human insulin 30% rdna origin) (humulin 70/30) via cartridge through reusable humapen ergo ii, 42 units at morning and 24 at evening subcutaneously, twice daily for the treatment of diabetes mellitus, beginning on an unknown date approximately in 2009 (from 11 years). On an unknown date, her two humapens had a situation that the screw rod could not be pushed out (specific time of onset unknown). The operator believed that spiral rod of devices did not move because the spiral rod came out slowly ((B)(4), lot unknown) ((B)(4), lot unknown). In 2012, while on human insulin isophane suspension 70%/human insulin 30%, she had experienced hyperglycemia. Her blood sugar value was 19 (no units provided). She was hospitalized due to hyperglycemia. On an unknown date, she was discharged. On an unknown date, during human insulin 70/30 treatment, according to her blood sugar condition she changed her dose from 36 units at morning and 24 units at evening (the doctor advice) to 42 units at morning and 21 units at evening by herself. On an unknown date she had been hospitalized during the period of using human insulin mix 70/30 (the reason and time for hospitalization was not provided). Since an unknown date she adjusted the dose by herself according to blood glucose condition (would change to other dose by herself), when sometimes the blood glucose was high and would inject morning: 36, night: 24 according to doctor advice when the blood glucose was normal, specific blood glucose value and adjusted dose were not provided). On (B)(6) 2020 morning, after the insulin cartridge was installed into the humapen device, the black injection screw could not move out after pushed in and insulin could not be ejected out ((B)(4), lot unknown). She tried second and third humapen ergo ii devices, and after the insulin cartridge was installed into the device, the black injection screw could not move out after pushed in and insulin could not be ejected out ((B)(4), lot unknown) ((B)(4), lot unknown). She had been using these all three humapen ergo ii device since 2009 (from 11 years ago) (improper use of the devices). Information regarding corrective treatment and outcome of remaining event was not provided. Outcome of event hyperglycemia was recovering. Human insulin isophane suspension 70%/human insulin 30% was continued. Follow up would not be possible as reporter refused to accept the follow-up via phone and treating physician contact details was not provided. The patient was operator of humapen ergo ii devices and her training status was unknown. The humapen ergo ii model duration of use started in 2009. The suspect humapens ergo ii duration of use were not provided. The action taken with the devices was unknown and they were not returned to the manufacturer. The humapen ergo ii model device duration of use and suspect humapen ergo ii duration of use were unknown but they were in use since 2009 (start of use for third, fourth, and fifth pens were reported as unknown). The status of third, fourth, and fifth suspect humapen ergo ii devices was ongoing. The return of the third suspect humapen ergo ii was not expected as the problem successfully resolved; thus the third suspect humapen ergo ii (associated with (B)(4)) was not returned to the manufacturer. In addition, the fourth and fifth suspect humapen ergo ii devices (associated with (B)(4) and (B)(4)) were not returned to the manufacturer. The reporting consumer was not sure about any relatedness between event of hyperglycemia and human insulin 70/30 and did not provide the relatedness between remaining events and human insulin 70/30 and did not provide the relatedness between events and humapen ergo ii devices. Update 01-apr-2019: initial information received on 28-mar-2019 and follow-up information received on 01-apr-2019 were processed together. Edit 16apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 22-apr-2019: upon review of information received on 28-mar-2019 and 01-apr-2019. Updated product complaint descriptions and pc citations in the narrative. No other changes were made to case. Update 30apr2019: additional information received on 30apr2019 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect humapen ergo ii device associated with (B)(4). Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields, improper use and storage from no to yes, and malfunction from unknown to no for the suspect humapen ergo ii device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update 15-oct-2020: additional information was received from the initial reporting consumer on 09-oct-2020. Added three suspect humapen ergo ii devices. Added therapy start date of human insulin mix 70/30. Updated causality statement and narrative with new information. Edit 16oct2020: updated medwatch fields for expedited device reporting. No new information added. Update 20-oct-2020: information was received on 19-oct-2020. Received product complaint numbers were already processed. No new medically significant information was added to the case. Update 04nov2020: additional information received on 03nov2020 from the global product complaint database. Entered device specific safety summaries (dsss) and updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen ergo ii devices associated with product complaints (B)(4), (B)(4), and (B)(4), which were not returned to the manufacturer. In addition, updated malfunction from unknown to no for the suspect humapen ergo ii device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2019-00066, 1819470-2019-00067, 1819470-2020-000143 and 1819470-2020-000145 since there is more than me one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), female patient of unknown age and origin. Medical history was not provided. Concomitant medications included acarbose for the treatment of diabetes mellitus. The patient received human insulin isophane suspension 70%/human insulin 30% rdna origin) (humulin 70/30) via cartridge through reusable humapen ergo ii, 42 units at morning and 24 at evening subcutaneously, twice daily for the treatment of diabetes mellitus, beginning on an unknown date approximately in 2009 (from 11 years). On an unknown date, her two humapens had a situation that the screw rod could not be pushed out (specific time of onset unknown). The operator believed that spiral rod of devices did not move because the spiral rod came out slowly ((B)(4), lot -unknown, (B)(4), lot no. - unknown). In 2012, while on human insulin isophane suspension 70%/human insulin 30%, she had experienced hyperglycemia. Her blood sugar value was 19 (no units provided). She was hospitalized due to hyperglycemia. On an unknown date, she was discharged. On an unknown date, during human insulin 70/30 treatment, according to her blood sugar condition she changed her dose from 36 units at morning and 24 units at evening (the doctor advice) to 42 units at morning and 21 units at evening by herself. On an unknown date she had been hospitalized during the period of using human insulin mix 70/30 (the reason and time for hospitalization was not provided). Since an unknown date she adjusted the dose by herself according to blood glucose condition (would change to other dose by herself), when sometimes the blood glucose was high and would inject morning: 36, night: 24 according to doctor advice when the blood glucose was normal, specific blood glucose value and adjusted dose were not provided). On (B)(6) 2020 morning, after the insulin cartridge was installed into the humapen device, the black injection screw could not move out after pushed in and insulin could not be ejected out (product complaint- (B)(4), lot number- unknown). She tried second and third humapen ergo ii devices, and after the insulin cartridge was installed into the device, the black injection screw could not move out after pushed in and insulin could not be ejected out (product complaint- (B)(4), lot- unknown) (product complaint- (B)(4), lot- unknown). She had been using these all three humapen ergo ii device since 2009 (from 11 years ago) (improper use of the devices). Information regarding corrective treatment and outcome of remaining event was not provided. Outcome of event hyperglycemia was recovering. Human insulin isophane suspension 70%/human insulin 30% was continued. Follow up would not be possible as reporter refused to accept the follow-up via phone and treating physician contact details was not provided. The patient was operator of humapen ergo ii devices and her training status was unknown. The humapen ergo ii model duration of use started in 2009. The suspect humapens ergo ii duration of use were not provided. The action taken with the devices was unknown and they were not returned to the manufacturer. The humapen ergo ii model device duration of use and suspect humapen ergo ii duration of use were unknown but they were in use since 2009. The status of third, fourth, and fifth suspect humapen ergo ii devices was ongoing. The return of the third suspect humapen ergo ii was not expected as the problem successfully resolved while the return status of the fourth and fifth suspect humapen ergo ii devices was not expected. The reporting consumer was not sure about any relatedness between event of hyperglycemia and human insulin 70/30 and did not provide the relatedness between remaining events and human insulin 70/30 and did not provide the relatedness between events and humapen ergo ii devices. Update 01-apr-2019: initial information received on 28-mar-2019 and follow-up information received on 01-apr-2019 were processed together. Edit 16apr2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added. Edit 22-apr-2019: upon review of information received on 28-mar-2019 and 01-apr-2019. Updated product complaint descriptions and pc citations in the narrative. No other changes were made to case. Update 30apr2019: additional information received on 30apr2019 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and (B)(4) (EU/(B)(4)) device fields for the suspect humapen ergo ii device associated with (B)(4). Entered the device specific safety summary (dsss) and updated the medwatch and european and (B)(4) (EU/(B)(4)) device fields, improper use and storage from no to yes, and malfunction from unknown to no for the suspect humapen ergo ii device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update 15-oct-2020: additional information was received from the initial reporting consumer on 09-oct-2020. Added three suspect humapen ergo ii devices. Added therapy start date of human insulin mix 70/30. Updated causality statement and narrative with new information. Edit 16oct2020: updated medwatch fields for expedited device reporting. No new information added. Update 20-oct-2020: information was received on 19-oct-2020. Received product complaint numbers were already processed. No new medically significant information was added to the case.